Event description:
Md attempted to deploy a orsiro mission stent but was unable to deliver the stent. When he attempted to remove the undeployed stent, the stent was stripped off the delivery balloon and trapped on the filter wire. The physician was unsuccessful in his attempt to recapture the filter wire ez protection system. The filter was removed still expanded and it captured both stents. The filter wire and stents were pulled back to the right femoral artery sheath where the filter broke off the wire. The filter, deployed stent and undeployed stents were removed with the use of a en snare device.